Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with the expected fasting blood glucose test result range is 120 to 200mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was declined. The test strip lot manufacturer's expiration date is 11/30/18 and open vial date is approximately three days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : hi mg/dl date:(B)(6) non- fasting, result 2 : hi mg/dl date:(B)(6) non- fasting, result 3 : hi mg/dl date:(B)(6) non- fasting. Advised customer that blood glucose could be over 600mg/dl as the meter will read hi when one's blood glucose is over. Customer states that she is feeling fine and not having any symptoms. Customer stated that her blood glucose always runs higher than her normal range and she has a hard time getting it under 200mg/dl. Customer states that she does not feel any different. Advised customer that if she continues to test and continues to get the hi result, she may want to seek out getting her blood glucose read at a nearby health facility. Customer understands.